Event description:
It was reported that cartridge alarm 20 occurred on pump and caller had experienced similar cartridge alarms previously with same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.